Event description:
I recently had the essure birth control procedure done and I have experienced a long list of complications which I feel are contributed to this product. I have had continuous bleeding since having this iud. I started experiencing extreme migraines the week after having this done and these have not subsided. I never had migraines before. I also am extremely fatigued to the point where caring for my newborn is almost impossible. Thankfully my husband is a great support system for me and our newborn. My iron is consistently low at every check up after the procedure and remains that way even after being prescribed iron supplements. I recently looked online for similar incidents with other individuals and I was floored at all the complaints I saw about this product. Before I had this procedure done I did a little research on the product and even visited the product's website to put my mind at ease. I never would have thought that a product which boasted rave results would be accompanied by so many complications. This has gravely affected my relationship with my significant other due to the lack of intimacy because of the continuous blood flow. Please investigate this product because I am 100% sure my complaint will not be the last.